Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure was caused by defective boards in the drawer assembly. The drawer board was replaced first; however, the issue persisted and required replacement of the t board as well. Both components were replaced to restore functional operation. After completing the replacements, the system was tested using hardware test application (hta) diagnostics, and the drawer operated successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer displayed a 'device not detected on bus' message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.